Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for cholesterol gen.2 (chol) and triglycerides (trigl). The sample initially resulted as 349 mg/dl for chol and 392 mg/dl for trigl. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 145 mg/dl for chol and 47 mg/dl for trigl. The sample tube was recentrifuged and repeated a second time on the original analyzer, resulting as 151 mg/dl for chol and 44 mg/dl for trigl. The patient was not adversely affected. The chol reagent lot number was 604779. The trigl reagent lot number was 605122. The chol and trigl reagent expiration dates were asked for, but not provided. The sample and reagent probes were checked and these were normal. The washing units were checked and these were normal. It was verified that all special wash programming had been installed. A specific root cause could not be determined based on the provided information. An instrument or reagent problem can be ruled out since calibration and controls are acceptable and the instrument was checked to be ok. A missampling event can also be excluded. It was noted that other tests had results that were flagged during initial measurement. Based on this, it is assumed that either the sample probe transferred too much sample or some material found its way into the measuring cuvette. This may be related to sample pre-analytic handling.